Event description:
The device was returned to physio-control. It was observed that the device had all service (wrench, charge-pak and attention) icons displayed and would not turn on. The internal hlc battery was severely depleted to 0.01v and there was excessive off current leakage of 104.2ma. There was no report of patient use associated with reported incident.

Manufacturer narrative:
The root cause of the excessive current leakage and the device failure to turn on was determined to be cracks on the c177 capacitor from the analog pcb assembly. Customer received replacement device under warranty.